Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was performed. The eval did not reproduce the reported symptom error 322 alarms. Review of the event history log confirmed the reported symptom system error 322 alarms. The evaluation found that the upper and lower auxiliary assemblies were failing, which are known contributors to system error 322 alarms. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no pt injury.